Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported severe paravalvular leak (pvl) that required reintervention was likely related to patient anatomy. Paravalvular leak is a potential adverse event per the corevalve IFU. The procedure was successfully completed with no adverse patient effects reported. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic severe paravalvular leak (pvl) was noted. Heavy calcification on the left coronary leaflet caused incomplete expansion of the corevalve frame, resulting in the pvl. Post-implant balloon aortic valvuloplasty (bav) was performed, but there was no improvement of the pvl. A second transcatheter bioprosthetic valve was implanted valve-in valve 6mm higher than the original corevalve frame. Bav was performed again, and the final pvl was mild. Both valves remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.